Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was involved in a motor vehicle accident on (B)(6) 2014. As a result, her scs system is inoperable. The sjm representative met with the patient and was unable to establish communication between the ipg and external devices. Fluoroscopy did not reveal any anomalies. The patient will consult with the physician regarding surgical intervention as the next course of action.